Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensor was defective on the day of use. Per additional information via email from ibc on 19jan2022, temperature sensor is only mentioned as defective, and the details are unknown.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. A temperature sensing extension cord was returned opened without original packaging. A photo sample was also returned. No damage was noted in the photo sample, and no testing was able to be completed. The physical sample was evaluated. No damage to the cord was noted. Sample meets visual requirements. Using a multimeter, the resistance was measured at room temperature. Resistance was taken and found to be 0.04 ohms, which does not meet specification. The cord was connected to an in-house temperature sensing catheter submerged in a water bath. Water bath was held at 37 degrees celsius. While water bath temperature remained constant, the resistance values changed erratically. The product was used for diagnostic purposes. A potential root cause for this failure mode could be, "user damaged pins when inserting connector". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "for use with compatible 400-series temperature monitors do not autoclave or sterilize the monitor cable by ethylene oxide. Wipe the monitor cable with a soft cloth using a solution of mild detergent and warm water or disinfectant. Dry thoroughly." The actual/suspected device was inspected

Event description:
It was reported that the temperature sensor was defective on the day of use. Per additional information via email from ibc on 18jan2022, stated that the temperature sensor was only mentioned as defective, and the details were unknown.